Event description:
It was reported that the implant detect did not complete. The atrial port is plugged and the implant detect needs to be manually completed. The device was programmed to complete. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.